Manufacturer narrative:
Complaint conclusion: during preparation of a 29mm x 70mm palmaz genesis on opta pro stent delivery system (sds), there was a leakage observed coming from the shaft of the device while flushing the guidewire lumen with saline. As a result, the device was not used, and a new 29mm x 70mm palmaz genesis stent was used without issue. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). There was damage to the device packaging prior to use, and there was no difficulty opening the packaging for the device. The product was returned for analysis. A non-sterile long palmaz genesis / pro 29 x 70mm peripheral 80cm sds was received coiled inside of a clear plastic bag. Per visual analysis there were no damages or anomalies observed during the visual inspection. The balloon was received without being inflated. Per functional analysis a balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rated burst pressure. During this test it was observed that the balloon function was as intended along with the stent expansion. No leak was observed during the functional test execution. A product history record (phr) review of lot 82241180 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft - leakage¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82241180 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of a 29mm x 70mm palmaz genesis on opta pro stent delivery system (sds), there was a leakage observed coming from the shaft of the device while flushing the guidewire lumen with saline. As a result, the device was not used, and a new 29mm x 70mm palmaz genesis stent was used without issue. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). There was damage to the device packaging prior to use, and there was no difficulty opening the packaging for the device. The device will be returned for evaluation.